Manufacturer narrative:
.

Event description:
It was reported on x-ray that a patient has a broken stem. Revision surgery has not been performed at this time, as patient is seeking treatment at another facility.